Event description:
It was reported that balloon rupture occurred. The 2.5mm stenosed target lesion was located in the non- tortuous and mildly calcified femoral vein. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. The physician attempted to inflate the balloon twice at 8 atmospheres (atm) but failed, the device was then removed and re-entered into the lesion site. The balloon was partially inflated at 8 atm. So, the physician increased the atmospheres to 10 atm, the balloon was fully deployed after 5-10 minutes. The device was removed and was introduced into another lesion to inflate again. However, during inflation at 8 atmospheres, the balloon ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The 2.5mm stenosed target lesion was located in the non- tortuous and mildly calcified femoral vein. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilation. The physician attempted to inflate the balloon twice at 8 atmospheres (atm) but failed, the device was then removed and re-entered into the lesion site. The balloon was partially inflated at 8 atm. So, the physician increased the atmospheres to 10 atm, the balloon was fully deployed after 5-10 minutes. The device was removed and was introduced into another lesion to inflate again. However, during inflation at 8 atmospheres, the balloon ruptured. The device was simply pulled out and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the guidewire lumen is prolapsed 4.2cm from the tip. Microscopic examination revealed a hole in the guidewire lumen at the prolapse. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a hole in the guidewire lumen.